Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by 3mm. No issues noted with profile of stitches from the point of release from the stent. A bend was noted in the shaft at the location of the midsection of the stent. During analysis, it was possible to retract the deployment suture and fully deploy the stent with some bending of the shaft noted. No issues were noted with the profile of the stent after deployment. The noted issue and damage are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. Labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during a gastroscopy with stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 7cm malignant lesion in the distal esophagus due to esophageal cancer. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician had released 5mm of the stent when resistance was encountered and the stent could not be fully deployed. The partially deployed stent was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used in the esophagus during a gastroscopy with stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a 7cm malignant lesion in the distal esophagus due to esophageal cancer. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the physician had released 5mm of the stent when resistance was encountered and the stent could not be fully deployed. The partially deployed stent was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.